Event description:
Repair statement customer stated problem: noisy unit. Key: compressor noisy. Additional malfunctions are the sieve bed is defective, the on/off switch has no alarm, and the tie wraps and clamps were installed.